Manufacturer narrative:
The return device analysis confirmed the reported leak as the steerable guide catheter hemostasis valve could not hold column during fluid testing. Furthermore, silicone fluid was missing on the silicone valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided and the results of the device analysis, the leak at appears to be related to the observed missing silicone and appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Na.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during preparation, the sgc failed to hold water column. It was reported that during functional testing of the steerable guiding catheter (sgc), it didn't hold the water column. A new sgc was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.